Event description:
It was reported that the table on the 2800 system would not boot up, and the display was blank. Not pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connectors and fuses were re-seated during the svc call. The system was tested and found to be working as intended, and put back into svc.